Event description:
It was reported to philips that the device did not recognize the data card. Upon evaluation it was discovered that the processor pca had a bent pin and a broken pin. There was no reported patient involvement/adverse patient impact. This report was generated pursuant to quality plan (B)(4) - quality plan ¿ ecr als service record remediation.